Manufacturer narrative:
Concomitant medical products: product ID: 3057, product type: screening device. Product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system; other relevant device(s) are: product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called stating that she was on a bilateral basic trial for bladder control. Patient currently did not feel stimulation at all at 2.7ma. Patient has tried increasing as high as 3.7ma, but she only feels stimulation in the small of her back where the wires are implanted. Patient services reviewed target location, and that it was unexpected to feel stimulation at the lead location. Patient spoke with hcp, who stated to change from the right side to the left side and increase as needed. Patient has tried this, but the issue was not resolved. Patient confirmed that she felt stimulation at the target pelvic floor area at first, but now she does not. Patient also has not had control of her symptoms since the trial started yesterday. No further complications were reported/anticipated additional info received. It was reported that the patient's wires pulled out prior to a real trial. Hcp reported that the patient would do a stage 1 interstim.